Event description:
Information received notes that during a follow-up, while the device was being interrogated, the patient passed out. When the telemetry wand was removed, the patient came around. While attempting to interrogate the device with the patient connected to an ECG machine, the patient again became dizzy. The ECG showed loss of capture. The patient was pacemaker dependent and the device was subsequently replaced. The patient was "ok" after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received